Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-06126. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the device was not booting, stalling at 00:00. The system use at the time of event was in clinical use. There was no harm reported.philips has started an investigation of this complaint.